Manufacturer narrative:
No additional information is available for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) stating they received 3 spriworks fragment library kit cartridges with broken seals. Once thawed, they leaked considerably. There was no exposure reported.